Event description:
A cusa 36 khz hand piece malfunctioned during a posterior fossa craniotomy for tumor removal. Upon inspecting the unit, it was found that the section of the hand piece, the area where the metal goes into the plastic hub/groove, had melted. It was thought that the area melted during sterilization after the last procedure. The hand piece did not over heat and the surgeon did not feel the unit become hot. There was no delay in surgery and the pt did not incur an injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.